Event description:
It was reported that a pt was experiencing an increase in seizures and would be referred for generator revision surgery. No recent diagnostics were provided. Good faith attempts to obtain additional information on the pt's event have been unsuccessful to date. The pt's generator was explanted and returned to the manufacturer for device evaluation. However, the product analysis has not been completed.